Event description:
It was reported that the customer was unable to remove the battery cap. The customer's blood glucose level was 454 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during the basic occlusion test due to faulty force sensor resistor. No further tests could be performed due to faulty force sensor resistor. The insulin pump was received with stripped battery cap coin slot, cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.